Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 23, 40, 32, 44 and 36 mg/dl. The customer¿s expected am fasting blood glucose test result is 113 mg/dl and expected pm fasting 2 hours post meal is 124-140 mg/dl. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2023 she had been feeling dizzy and sleepy. Customer stated she believed her blood glucose was low and had consumed sugar and juice. Customer had called the ambulance; customer stated the ambulance had arrived 2-4 hours later. Paramedics had performed a blood test using their device and had obtained a result of 124 mg/dl pm fasting; the customer's blood glucose test result using the true metrix go was 23 mg/dl pm fasting. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/23/2024 and test strips were opened one month prior to call. The meter memory was reviewed for previous test result history: result 1: 23 mg/dl, date: (B)(6) 2023, time: 6:41 am fasting. Result 2: 23 mg/dl, date: (B)(6) 2023, time: 5:55 am fasting. Result 3: 40 mg/dl, date: (B)(6) 2023, time: 5:34 am fasting. Result 4: 32 mg/dl, date: (B)(6) 2023, time: 5:16 am fasting. Result 5: 44 mg/dl, date: (B)(6) 2023, time: 4:54 am fasting. Result 5: 36 mg/dl, date: (B)(6) 2023, time: 4:34 am fasting. Result 5: 32 mg/dl, date: (B)(6) 2023, time: 4:32 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting ambulance due to symptoms related to diabetes (dizzy and sleepy). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 23-june-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value.